Event description:
It was reported that a bd vacutainer® sst¿ blood collection tube sample did not clot.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Patients with abnormal clotting due to disease, or those receiving anticoagulant therapy require more time for complete clot formation. In addition, the proper number of inversions should be performed to mix the blood with the clot activator. A review of specimen handling parameters should be reviewed for this tube type. Product was manufactured at the bd sumter site (B)(6) 2018. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends for evaluation, a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst¿ blood collection tube sample did not clot.